Manufacturer narrative:
Information indicates this device will be returned. This investigation will be updated should further information be provided.

Event description:
It was reported that this insertable cardiac monitor (icm) device reached recommended replacement time (rrt) after being implanted for only approximately one year. Boston scientific engineering analysis of device data indicates the device is exhibiting premature battery depletion at a steady accelerated rate. Guidance was provided that if the device is explanted, it should be returned for detailed analysis. The device was subsequently explanted and replaced. The boston scientific field representative indicated they will return the device for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this device will be returned. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of battery diagnostics confirmed the battery was gradually depleting. A series of automated tests were performed to verify device functionality and sensing. Normal device function was observed, except for a failure for battery status. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Analysis determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in a gradual depletion of the battery. Microscopic analysis of the battery found evidence of lithium metal clusters. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage.

Event description:
It was reported that this insertable cardiac monitor (icm) device reached recommended replacement time (rrt) after being implanted for only approximately one year. Boston scientific engineering analysis of device data indicates the device is exhibiting premature battery depletion at a steady accelerated rate. Guidance was provided that if the device is explanted, it should be returned for detailed analysis. The device was subsequently explanted and replaced. The boston scientific field representative indicated they will return the device for analysis. No additional adverse patient effects were reported.